Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. In (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove the essure implant.). Essure was removed. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in an adult female patient who had essure (batch no. 174434) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "I had the most difficult insertion process". The patient's past medical history included vaginal discharge abnormality, headache, cramps and cyst rupture. Previously administered products included for an unreported indication: mirena. Concurrent conditions included sinus infection and bloating. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("depression"), arthralgia ("right hip area pain") and fallopian tube disorder ("due to the scar tissue that developed, removed one of my fallopian tubes."). The patient was treated with surgery (surgical removal of coil(s)). Essure was removed in (B)(6) 2011. At the time of the report, the pelvic pain had resolved and the depression, arthralgia and fallopian tube disorder outcome was unknown. The reporter considered arthralgia, depression, fallopian tube disorder and pelvic pain to be related to essure. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs and medical record received. Reporter's information and lot number was updated. Events added: depression, fallopian tube scar, device insertion difficult and right hip area pain. Outcome of event pain was updated from unknown to recovered/resolved. Concomitant diseases, lab data and historical conditions were added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in an adult female patient who had essure (batch no. 174434-not valid, 836494) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "I had the most difficult insertion process" and device monitoring procedure not performed "plaintiff did not undergo any essure confirmation test." The patient's past medical history included vaginal discharge abnormality, headache, muscle cramps and cyst rupture. Previously administered products included for an unreported indication: mirena. Concurrent conditions included sinus infection and bloating. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and depression ("depression"). On an unknown date, the patient experienced arthralgia ("right hip area pain") and fallopian tube disorder ("due to the scar tissue that developed"). The patient was treated with surgery (hysteroscopic removal essure coil right tube:laproscopic removal left tube:right salpingectomy). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain had resolved and the depression, arthralgia and fallopian tube disorder outcome was unknown. The reporter considered arthralgia, depression, fallopian tube disorder and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm the complaint. Most recent follow-up information incorporated above includes: on 25-oct-2018: pfs received. Lot number added. Event added- device monitoring procedure not performed. Events onset date added. Incident: at the time of reporting, there is no evidence that a device- related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in an adult female patient who had essure (batch no. 174434-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "I had the most difficult insertion process". The patient's past medical history included vaginal discharge abnormality, headache, muscle cramps and cyst rupture. Previously administered products included for an unreported indication: mirena. Concurrent conditions included sinus infection and bloating. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("depression"), arthralgia ("right hip area pain") and fallopian tube disorder ("due to the scar tissue that developed"). The patient was treated with surgery (surgical removal of coil(s)). Essure was removed in october 2011. At the time of the report, the pelvic pain had resolved and the depression, arthralgia and fallopian tube disorder outcome was unknown. The reporter considered arthralgia, depression, fallopian tube disorder and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm the complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: update of information (batch is not valid) incident no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in an adult female patient who had essure (batch no: 836494) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "I had the most difficult insertion process" and device monitoring procedure not performed "plaintiff did not undergo any essure confirmation test." The patient's past medical history included vaginal discharge abnormality, headache, muscle cramps and cyst rupture. Previously administered products included for an unreported indication: mirena. Concurrent conditions included sinus infection and bloating. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and depression ("depression"). On an unknown date, the patient experienced arthralgia ("right hip area pain") and fallopian tube disorder ("due to the scar tissue that developed"). The patient was treated with surgery (hysteroscopic removal essure coil right tube:laproscopic removal left tube:right salpingectomy). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain had resolved and the depression, arthralgia and fallopian tube disorder outcome was unknown. The reporter considered arthralgia, depression, fallopian tube disorder and pelvic pain to be related to essure. 174434-invalid. Quality-safety evaluation of ptc: unable to confirm the complaint. Most recent follow-up information incorporated above includes: on 8-nov-2018: quality-safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device- related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure (batch no: 836494,174434 not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "I had the most difficult insertion process" and device monitoring procedure not performed "plaintiff did not undergo any essure confirmation test." The patient's medical history included vaginal discharge abnormality, headache, muscle cramps and cyst rupture. Essure confirmation test(s) conducted: she does not remember the type. She feels as though she underwent a confirmation test, but she was not positive. Previously administered products included for birth control: mirena from 2008 to 2011. Concurrent conditions included sinus infection and bloating. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and depression ("depression"). On an unknown date, the patient experienced arthralgia ("right hip area pain"), fallopian tube disorder ("due to the scar tissue that developed"), migraine ("migraines / headaches"), nausea ("nausea"), fatigue ("fatigue") and urinary tract infection ("uti"). The patient was treated with ibuprofen (motrin) and surgery (hysteroscopic removal essure coil right tube:laproscopic removal left tube:right salpingectomy). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain had resolved and the depression, arthralgia, fallopian tube disorder, migraine, nausea, fatigue and urinary tract infection outcome was unknown. The reporter considered arthralgia, depression, fallopian tube disorder, fatigue, migraine, nausea, pelvic pain and urinary tract infection to be related to essure. Quality-safety evaluation of ptc: unable to confirm the complaint. Most recent follow-up information incorporated above includes: on 17-dec-2019: pfs& social media received. New events migraines / headaches, nausea, fatigue, uti was added. Treatment drug, reporter was added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.